Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: e. 02-010-01-0340, logic femoral ps cem right sz 4, sn: (B)(4); f. 02-012-39-4040, logic tibia fin tray cem sz 4f/4t, sn: (B)(4); g. 200-02-32, three peg patella 32mm, sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, initial right total knee replacement surgery, (B)(6) 2011, underwent a right knee revision surgery due to aseptic tibial loosening with polyethylene wear and distal osteolysis on (B)(6) 2019, approximately 8 years 3 months post the initial implant procedure. The surgeon dictated in his intraoperative findings that "the patient demonstrated a large lytic area on the distal femur" and that "the tibial component was loose." Also noted, "there was a large cavitary defect in the distal femur" and that "the tibia was grossly loose and removed without difficulty." No further information known.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the tibial tray and the bone which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and tibial loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.